Event description:
The customer reported the pin on the autopulse nxt band will not lock in place on the autopulse nxt platform (sn (B)(6)) at the guard ports. The spring-loaded button will not spring into place. No patient involvement.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The reported complaint that the pin on the autopulse nxt band will not lock in place on the autopulse nxt platform (sn (B)(6)) at the guard ports and the spring-loaded button on the platform will not spring into place was confirmed during functional testing. The root cause of the customer's complaint was that the spring plunger was not flatted to the spool pin slot. This caused the band clip to be unable to attach to the right-side band slot, resulting in the band not being securely locked into place. The functional test of the autopulse nxt platform cannot be conducted because the autopulse nxt band clip cannot be attached to the right-side band slot, thus confirming the reported complaint. The band clip was not securely locked into place. The spring plunger will be loosened to the level where it will be flat enough to fit into the pin slot, allowing attachment of the band clip. Upon service completion, the platform will be subjected to final functional testing to ensure that the device passes all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse nxt platform with sn(B)(6).

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. H11 (provide narrative/ data) was corrected/updated based on additional investigation finding. The functional test of the autopulse nxt platform cannot be conducted because the autopulse nxt band clip cannot be attached to the right-side band slot, thus confirming the reported complaint. The band clip was not securely locked into place. The spring plunger needs to be loosened to the level where it will be flat enough to fit into the pin slot, allowing attachment of the band clip. However, upon removing the spring plungers, it was observed that the pre-applied loctite on both sides had worn out. Consequently, the spring plungers on both sides were replaced to remedy the issue. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error.